Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient loss consciousness and was transported to the hospital by emergency services. The patient was treated with fluids utilizing intravenous therapy and a new pod was applied. The patient was discharged after 4 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.